Event description:
It was reported that a patient is experiencing significant pain and was given a genicular block and hinged knee brace approximately seventeen months post implantation. There is no additional information available. Upon receipt of additional information, it was determined that this item was initially reported under the wrong, warsaw biomet MFR (0001825034 -2024 -00420) in (B)(4).

Manufacturer narrative:
(B)(4). D-10: eries a asymmetric pat 34x8.5, item# 184793, lot# 802020. Refobacin bc r 1x40 us, item# 110034355, lot# k0205z49aa. Refobacin bc r 1x40 us, item# 110034355, lot# k0205z49aa. Femur cemented plus right size 7+, item# 42504606212, lot# 65092687. Articular surface fixed bearing (cps) right 16 mm height, item# 42522600516, lot# 65048304. Stem extension tapered cemented 14 mm diameter +75 mm length, item# 42560007514, lot# 64911556. Femoral distal augment cemented size 7, 7+ 10 mm thickness, item# 42556606210, lot# 65042258. Femoral distal augment cemented size 7, 7+ 10 mm thickness, item# 42556606210, lot# 65042258. Tibia fixed cemented right size d, item# 42542006702, lot# 65114284. Stem extension tapered cemented 14 mm diameter +75 mm length, item# 42560007514, lot# 64982155. This item was initially reported under MFR 0001825034-2024-00420. The products remain implanted; therefore, visual evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records and radiographs were provided and reviewed by a health care professional. The review of the x-ray identified that implants are in good position and alignment with no gross evidence of failure or loosening until seven months ago. Then, implants were found in outstanding position without signs of loosening. The review of medical records identified pain at the lateral pole of patella on fifteen months ago. Then seven months ago, pain was evaluated at eight out of ten scale. Muscle strength is good. Genicular block did give patient pain relief. Obesity, multiple surgeries and prior quadricep were identified as contributing factors to the event. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.